Manufacturer narrative:
While details to determine the most appropriate investigations is sought. Life wear technologies has open a CAPA to determine the root cause of the event and will capture any preventative and/or corrective actions needed as a result of its investigation in accorance with its quality managment system.

Event description:
The patient's attorney reports that a thermal pack placed on the patients skin caused 3rd degree burns to the patients leg resulting in the need for two skin grafts